Event description:
The customer reported corrosion on the distal end of an olympus colonovideoscope during maintenance. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.